Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The reporter alleged the device was dropped from a stand. When the device power was turned on a ventilator inoperative alarm occurred at the same time. The alarm was reset, the device operated and was returned to use. However it is alleged that water entered the device due to the fall. The device was then replaced. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. During the manufacturer's evaluation the allegation of water entering the device could not be confirmed. The ventilator inoperative error code was confirmed and the main board was replaced. Additionally, the user interface (ui) was replaced due to damage that occurred from the fall.